Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil prematurely detached in the microcatheter. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the left internal carotid artery ophthalmic segment with a max diameter of 5.2mm and a 2.1mm neck diameter. It was noted the patient's blood flow and vessel tortuosity were normal. It was reported that during delivery of the axium coil, it automatically released in the microcatheter in advance, causing the coil to be left in the microcatheter. The surgeon withdrew the microcatheter, then took the coil out. The axium coil was replaced with a new coil to complete the procedure. It was noted that no surgical/medical intervention was required, there was no friction during deliver, the pushwire was not bent or broken, the coil was not repositioned or rotated, and a continuous flush had been administered. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.